Event description:
IV technician was compounding a IV product for a patient, when they noticed that the transfer needle, (bbraun product code (B)(4), lot #61364428 exp 02/2019) had a red looking spot in the middle, where the 2 ends of the needle meet. She immediately notified the pharmacist, who then had all of the needles of that lot # and exp date quarantined, and they left the product and the information on my desk. When I got in, I had another tech double check that all of the same lot # and exp dates of this product were isolated. Dates of use: (B)(6), 2014.